Event description:
The customer reports that the brown luer detached from the extension line when the physician was intending to infuse medication. The catheter was in place for 3 days. No intervention reported.

Manufacturer narrative:
(B)(4). The customer returned one brown luer hub for evaluation. Visual inspection revealed the distal extension line had become separated just adjacent to the luer hub. Remains of the extension line were found inside the luer hub. The point of separation was rough and jagged, consistent with undue force being applied to the extension line. The catheter could not be evaluated as it was not returned for evaluation. The inner diameter of the distal extension line within the luer hub measured 0.057", or 1.4478mm, which is within specifications of 1.42-1.50mm per distal extension line extrusion graphic. The outer diameter could not be measured as the only portion of the extension line was recessed within the hub. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit precautions the user, "to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen." The report of an extension line/luer hub separation was confirmed based on the investigation of the returned sample. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The catheter was not returned. The extension line met all relevant dimensional requirements and a device history record review did not reveal any relevant findings. The separation point was jagged, consistent with undue force. However, since the remaining portion of the catheter (including extension line body) was not returned, the root cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the brown luer detached from the extension line when the physician was intending to infuse medication. The catheter was in place for 3 days. No intervention reported.